Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2009, a sparc sling was implanted to treat pt's recurring "stress urinary incontinence". Reportedly the pt has experienced "pain, permanent injury, physical deformity" and may need add'l surgical procedures in the future.